Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter containing fluid in the reservoir. The reported condition of "leak" was confirmed. Visual examination revealed fluid was noted in the bag that enclosed the sample which suggested leak must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. A leak test was performed on the sample by refilling it with green water. During the leak test, the sample was allowed to completely prime and then the blue winged cap was securely fastened to the luer body. Thereafter, the sample was monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed at the connection of the blue winged cap and the luer body, or anywhere on the sample. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device was observed leaking before use. According to the report, the device contained 250ml of pamidrontate (90mg in 0.9% sodium chloride). The customer could not identify the location of the leak. There is no patient involvement; therefore, there is no report of patient injury or medical intervention. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.